Manufacturer narrative:
The lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The lead had exhibited high thresholds, short ventricular intervals and pacing impedance that had risen to a high and sometimes undefined range. Noise was also reported as there were many episodes of non-sustained ventricular tachycardia and the lead was thought to have fractured. The lead was reprogrammed in an attempt to mitigate the noise but was unsuccessful. The pacing portion of the lead was capped and replaced while the defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.